Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Prior to use, flushing of the marker lumen was successful for both proglide devices. Reportedly, no back bleeding was observed from the marker lumen while positioning both proglide devices. The proglide devices were flushed again, twice, with the same result. The sutures of two new proglide devices were successfully pre-placed and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported marker lumen blockage could not be confirmed as the marker lumen was successfully flushed. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: suture placement was attempted with two additional proglide devices. Reportedly, suture breaks occurred with the third and fourth proglide devices. No additional information was provided.